Event description:
Information received by medtronic stated that the cracked in back of insulin pump. Customer stated that the insulin pump was exposed to moisture and retainer ring was not damaged. No harm was required during medical intervention. The customer will discontinue use of the devise.

Manufacturer narrative:
(B)(4). Retainer = black. Customer returned device for alleged moisture exposure and cosmetic damage on the battery compartment found on (B)(6) 2022. The device was received with a blank display after battery installation. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. The pump was cut open to perform visual inspection. Heavy corrosion and moisture damage were found the electronic assembly electrical boards, the vibrate harness assembly, keypad flex tail, force sensor flex tail, motor flex cable, and rust/corrosion on the motor and force sensor. Found the j1 connector (40 pin flex cable) broken off of electrical board due to the heavy corrosion during visual inspection. Blank display is due to corrosion/moisture damage on the electronic assembly electrical boards. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked battery compartment, and cracked battery tube threads. Blank display and moisture damage are confirmed. The blank display is due to corrosion/moisture damage on the electronic assembly electrical boards. Cosmetic damage on the battery compartment and battery tube threads are confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.